Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: date of concomitant therapy is (B)(6) 2021. H3, h4, h6: a review of the receiving inspection (ri) for compressor/distractor rack was conducted identifying that lot number gm5161306 was released in a single batch. Batch1: released on june 19, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper3d compressor/distractor was received at us customer quality (cq). Visual inspection of the complaint device showed no defect. Functional test: during functional assessment, the pinion gear on the main body was jammed and could not rotate. The main body was not able to slide back and forth on the rack due to this condition despite loosening the other rotational locking screws. Hence the complaint is confirmed. Dimensional inspection: dimensional inspection cannot be performed without destruction of internal components. Document/specification review: viper3d - compressor / distractor assembly (current and manufactured) was reviewed. Pinion gear, viper3d compressor / distractor (current and manufactured) was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the functional assessment failed due to a jammed pinion gear component on the main body. No root cause could definitively be determined for the reported complaint condition. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the rail has slipped over the gearing and no longer be moved back. The surgery was completed successfully. No adverse patient harm or consequences. This complaint involves two (2) devices. This report is for one (1) viper3d compressor / distractor. This is report 1 of 2 for (B)(4).